Event description:
This was a lead extraction procedure to extract one lead (1488tc rv pacing, impl 146 months) due to cied system infection. The lead was prepped with an lld and a 14f glidelight was initially used to lase. There was some difficulty getting through adhesions in the vasculature, so the physician used another 14f glidelight, however resistance was still met and she elected to upsize the catheter to a 16f glidelight. Upon extraction of the lead and withdrawal of the laser sheath out of the patient, the patient's blood pressure dropped. CPR was initiated and a pericardiocentesis was performed. The amount of blood being drained was significant, therefore a sternotomy was then performed and the patient was placed on bypass. An injury in the svc was found and repaired. Epicardial leads and a new system were placed after the injury repair. The patient recovered from the procedure.